Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with an unspecified medication for the event. It was reported the patient was recovering from the peritonitis. Three days after event onset, it was reported the patient was admitted to the intensive care unit. Eight days after event onset, the patient passed away. The cause of death was reported as due to sudden blood pressure fall. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing at the time of death. No additional information is available.